Event description:
It was reported that during a ptca treatment procedure, the tip of the pt2 light support 185 cm straight tip guidewire fractured and remains in the patient's body. The lesion being treated was a calcified, 90% stenotic lesion in left circumflex (lcx) coronary artery to the posterior descending (pda) branch. The physician inserted the pt2 ls into the pda in order to protect the left posterior lateral (lpl) coronary artery. At this time, the tip of the guidewire bent like a "u" because it had collided with calcification in the lcx. Therefore, the physician removed and straightened the tip of the wire, and again attempted to advance it to the pda. However, it bent like a "u" again due to meeting the calcification in the lcx. When the wire was removed to be straightened again, it was noted that about 8 mm of the tip had fractured off. The physician attempted to snare the retained portion, but was unsuccessful. Therefore, further intervention was discontinued and the tip of the wire was left at the center of the lpl. Patient status is reported as `good'.

Event description:
Initial visual examination revealed no obvious defects to the unit. The wire measured approx 183.5 cm. The distal end was stripped and it was noted that the fracture occurred at the ss ribbon. The fractured ribbon was sent to the sem lab for fracture analysis: "the surface showed evidence of tensile type fracture. The length of the ss ribbon is 5.43 mm." These results were reviewed by a mtac metallurgist and determined to be: "a cyclic bending failure." This lot was involved in one other complaint with a different complaint type. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly and performance specifications. The complaint is confirmed. The wire fractured due to the technique of use. According to the reported complaint, the wire collided with the calcified lesion and bent. The wire was straightened by the user and bent again, thus causing the fracture. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.

Event description:
It was further reported that the pt was asymptomatic during this event. The separated portion was both polymer and corewire. The prcedure was considered successful without additional intervention.